Manufacturer narrative:
This report is submitted on 15 january 2020.

Manufacturer narrative:
This report is submitted on october 11, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site; subsequently the patient was treated with antibiotics and the abutment was removed under general anaesthesia.